Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a high reading issue with wear of the abbott diabetes care (adc) device. The customer received a high reading of 161 mg/dl on the adc device compared to a reading of 121 mg/dl obtained on a freestyle libre 3 reader. There was no report of adverse event or third-party intervention required due to the reported product issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.